Event description:
PICC leaking at 25cm point, PICC was removed and had to be replaced.

Manufacturer narrative:
We received the catheter with needle-free connectors at both lumen and corresponding sliding clamps as a faulty sample. Both lumen could be flushed. While flushing the orange lumen a leakage could be detected at the 25 cm marking.microscopic examination revealed a punkture hole at the 25 cm marking. There are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. Furthermore, a manufacturing fault can be excluded as each catheter is flow and leak tested during production, and the catheters did not leak for 5 days as stated ("dwell time: 5 days") by the customer. As no batch number was provided no batch query could be made. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are four further complaint regarding a leaking catheter on code 4g07125223 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
PICC leaking at 25 cm point, PICC was removed and had to be replaced.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.